Event description:
Per the healthcare provide, the patient reported pain and dizziness. The results of an integrity test done in 2005, indicated that the device was not functioning within specifications. The device was explanted in 2050, and the patient was reimplanted with a new device during the same surgery. The reason for the delay between the explant surgery and return of the device was not reported.

Manufacturer narrative:
This report was filed on july 11, 2008.